Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13-may-2024, it was reported that the patient complained about infusion sets was came off of the skin due to the tape not sticking. The infusion set is long for 6hrs. The blood glucose level was over 300 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.